Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together: this non-serious spontaneous case from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). This case involves a (B)(6), female, pt, who developed nodules in (B)(6) 2009 having three treatments with poly-l-lactic acid (sculptra) therapy. The pt received 1 vial each in (B)(6) 2008, and (B)(6) 2009. The nodules developed around her mouth on the bottom right hand side. At the time of this report, the event remains ongoing. Corrective treatment, if any, was not reported.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.